Event description:
Rep reported via email that, today, (B)(6) 2012, we checked the x-ray again and felt the setting was at 4 (but this is difficult to determine without an xray marker since a high 3 and low four look very similar). Using the locating and marking technique to find the center of the valve engine, (B)(6) indicated at a line. (B)(6) than repositioned and indicated at line again, repositioned and indicated at 3. (B)(6) felt that perhaps we aren't reading the x-ray correctly so she accepted the indication of 3. She reprogrammed to 2 using the center mark, repositioned the locator and post reprogramming indicated to 4. Repositioned again the locater tool ( not using our center mark) and indicated to 2. She than got an x-ray to confirm the valve was at 2 and the x-ray clearly read 2. The patient was sent home and will be seen again in 1 month. The main complaint is that the locator and indication tools are difficult to use, will require a lot of practice and overcoming learning curve. She was only certain of the setting when an x-ray was obtained. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.